Event description:
It was reported that during normal use of the activa rc wireless recharger, a red light appeared. A reset was performed at least three times and failed to resolve the issue, as the red light persisted. A new recharger was issued to resolve the issue. No patient complications have been reported as a result of this event. Additional information was received from the rep. The cause of the red light is unknown.

Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): g2. Foreign: singapore h3: analysis found the patient's complaint was confirmed. Led#s scroll continuously device was unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.